Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case, 204 service code) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle could not be positively identified. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and was receiving a service code 204 (belt/monitor unusable).